Manufacturer narrative:
(B)(4). Concomittant devices - persona cemented stemmed tibial component left size g catalog #: 42532007901 lot #: 63437281, persona posterior stabilized articular surface left 14mm catalog #: 42512401014 lot #: 63074166, persona cemented all-poly patella 41mm catalog #: 42540200041 lot #: 63084045 the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00087, 0001822565-2023-01064, 0001822565-2023-01065.

Event description:
It was reported that the patient is scheduled to undergo a left knee arthroplasty revision to address stiffness, swelling, discomfort and recurrent effusions approximately five years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. Radiographic review identified no abnormalities and good implant positioning with a suggestion of cortical thinning and osteopenia. The debris identified within the large joint effusion and synovial thickening suggests synovitis. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.